Event description:
It was reported that the ventricular assist device (vad) had repeated electrical fault alarms that were presumed to be due to the driveline incorrectly interfacing with the driveline port on the controller. It was stated by the physician that the driveline plug "continued to rot" and that the although there was no pump stops, the "vad operated on a single stator before automatically switching back to dual stator operation". The controller will remain in use until there is a plan to examine and fix the driveline plug as the controller is not thought to be the cause of the electrical fault. The patient will be seen by an engineer for possible driveline repair or cleaning in the future; however, this has not been yet set up. The controller and driveline remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ pump/driveline d4: model #: 1104 / catalog #: 1104 / expiration date: 31-mar-2022 / serial#: (B)(6) UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 30-mar-2020. H5: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. The controller ((B)(6)) was returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Visual inspection of the controller did not reveal any signs of contamination within the driveline connector. The controller was able to communicate with the test monitor and the controller log files were successfully downloaded. The driveline connector functioned as intended with no anomalies. Internal inspection revealed no anomalies. Log file analysis associated with (B)(6) revealed five (5) electrical fault alarms were logged between (B)(6) 2024 and (B)(6) 2024 and multiple reactivation events were logged between (B)(6) 2023 and (B)(6) 2024. The electrical fault alarms and reactivation events indicated an open phase on the front stator, resulting in the pump running on the rear stator only. In addition, one (1) low flow alarm was logged on (B)(6) 2024 at 16:33:49. One (1) vad disconnect alarm was logged on (B)(6) 2024 at 08:31:58, likely due to a physical disconnection of the driveline from the controller during the reported controller exchange. The low flow alarm is an additional findings not related to the reported event. Based on the risk documentation, possible causes of the observed low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Log file analysis associated with (B)(6) revealed three (3) vad disconnect alarms were logged since (B)(6) 2024, likely due to the controller being powered on without the driveline connected and/or a physical disconnection of the driveline from the controller during the reported controller exchange. On-site inspection of the driveline cable did not reveal signs of contamination within the driveline cable connector. A driveline cleaning procedure was performed and the controller was exchanged to mitigate the reported alarms. The reported electrical fault alarm was confirmed; however, the reported poor mechanical connection and data transfer error events could not be confirmed. Based on risk documentation and the available information, a possible root cause of the reported electrical fault alarms, observed reactivation events can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported data transfer error event may be attributed, but not limited, to a usb flash error, a component malfunction within the serial module, a marginal connection between the controller and data cable and/or a marginal connection between the data cable and monitor. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller power port had contamination.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and device return and corrections to d4 serial number and d4 UDI. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that when sending in data files, there was an incomplete download or data transfer. The controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that servicing was performed, cleaning procedure was carried out and the connection was inspected with no abnormalities observed.